Event description:
The customer called and reported she was hospitalized with low blood glucose. Leading up to the hospitalization, customer received recurring no delivery alarms while trying to complete a set change. It was stated her blood glucose was 169 mg/dl. Customer stated while trying to change infusion set, the device kept giving a little insulin to fill the tubing and would then say no delivery, so customer repeated this five or six times. Customer stated the low blood glucose caused her to go unconscious and she went to the emergency room. She further stated her basal rates had recently changed. Upon review, customer stated the basal rates did look accurate, as did bolus history. There were three no delivery alarms in the alarm history. Reservoir was showing the same amount of insulin as was shown on the insulin pump status screen. It was advised that customer speak with healthcare provider regarding low blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).